Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis and risk assessment. Results: the device was inspected and it was confirmed that the tip did fracture, the tip was not returned. The device history was reviewed and no relevant deviations were reported. There have been 106 previous complaints involving 109 units. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". There were no reports of adverse consequences to the pt as a result of the instrument breakage, the tip was safely removed. The reflex-hybrid revision driver draw rod tip is made from biocompatible material to mitigate the risk of it potentially remaining in a pt. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft."

Event description:
It was reported that, "the surgeon used the revision driver and the tip broke as well as the tines.